Event description:
Report received of a non-delivery of nipride with no pump alarm for occlusion. The pt was admitted to the ICU after surgery where a triple lumen catheter had been placed. Nipride was reported to be infusing into one of the ports. The rn reported that the pt's blood pressure was high, so the nipride drip was increased. Info regarding the pt's blood pressure values and the rate of infusion at initiation of the drip and during titration were not available. The rn "played with" the infusion rate of the nipride for approximately 30 minutes with no change in the pt's elevated blood pressure. The rn then checked all of the lines infusing into the triple lumen catheter. When he touched the nipride line, it was "as hard as glass" and felt like pressurized tubing used with arterial lines. The rn noted that the port of the triple lumen catheter that the nipride was infusing into was clamped off. There was no reported pump alarm received for an occlusion. The rn disconnected the IV tubing from the triple lumen catheter and fluid sprayed all over the room. The pump was replaced, the clamp was released from the triple lumen port and therapy with the nipride was resumed with no further reported incident. The rn stated that the tubing in the original pump appeared to be loaded correctly, although he never looked to verify that fluid was dripped in the drip chamber. There was no reported adverse pt event. Though requested, there was no further info available.